Manufacturer narrative:
Patient's weight unavailable. Device lot number and expiration date unavailable. Device manufacture date unavailable because device lot number is unavailable.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to infection. Spectranetics devices were in use to attempt extraction of the lead. During use of the spectranetics 16f glidelight device in the procedure, a superior vena cava (svc) tear was discovered. Rescue efforts, including rescue device and sternotomy, were implemented. The tear was successfully repaired, the rv lead was extracted and the patient survived the procedure. There was no reported malfunction of any of the spectranetics devices in use during the procedure.